Event description:
Device was reported defective by the surgeon - did not work when opened on the field. Manufacturer response for 2.3 bipolar sealer, 2.3 bipolar sealer (per site reporter): not yet received.